Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection and potentially endocarditis. Reportedly, the patient was found to have bacteremia due to gastrointestinal issues and was treated with antibiotics. However, the infection recurred the following month and was found to be an enterococcus faecalis infection. There were no additional adverse patient effects reported. This ra lead was explanted.